Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was between 51-54 (mg/dl). Reportedly, the customer suspected the pump settings were incorrect. Customer ate carbohydrates to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs, however, no failure was identified. Additionally the alleged settings issue could not be verified.